Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 224mg/dl and the sensor glucose was 58mg/dl at the time of the incident. The customer reported that sensor glucose and blood glucose difference is not within acceptable range. Current blood glucose value was unknown. Insulin delivery was suspended due to sensor value that of 58. Suspend on low limit in sensor settings was below 70mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened or used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.